Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery during normal use. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and customer indicated that the battery contacts and compartment were fine and not corroded. Customer was advised to clean the battery contacts and then replace the battery into the pump. Customer indicated that they do not have new batteries to try with the pump. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot.